Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was giving inaccurate reading and triggering the threshold suspend when the customer blood glucose was not low. Customer blood glucose was 110 mg/dl and sensor reading was 70 mg/dl. Customer was advised how to properly insert the sensor. Customer was unsure if previous sensor cannulas were bent. The threshold suspend limit on the insulin pump is set to 70 mg/dl. The sensor is not returning for analysis.